Event description:
Baxter china reports a leak at the connection of the transfer set and titanium adapter. Noted during use. The transfer set was worn for less than 20 days. The pt was treated with the following antibiotics: cephradine 0.25g., penicillin 400,000u, and clindamycin 0.3g. For 7 days. The pt has recovered.